Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested and received: to confirm, did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? To confirm, the device deployed the staples and cut but the knife blade did not automatically retract and the reverse button would not work. Therefore, the surgeon had to use the manual release lever.

Event description:
It was reported that the device locked onto tissue on the 6th firing and the surgeon had to use the manual release button to manually drag the knife blade back into the device to be able to open the jaws.

Manufacturer narrative:
(B)(4). Batch r5c40m. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.